Manufacturer narrative:
Zimvie complaint number (B)(4). H11: d10 - medical product - impl tapered scr-v sbm 4. 7mm 4.5mm 13mm catalog #: tsvwb13 lot #: 61051574.

Event description:
Upon inspection investigator found a fractured abutment hex. Dr did not know there was a fractured abutment .